Event description:
It was reported that during a da vinci-assisted surgical procedure, a repeated non-recoverable fault occurred. The customer tried multiple restarts, but issue was not resolved. Furthermore, error 307 was reported in logs for surgeon side console (ssc)1 remote axes controller (rac)2. The ssc1 displayed that it was not connected to the vision side cart during the error. The tse informed the customer to disconnect the ssc1 and do hard power cycle. The issue was resolved, and site was completing surgery with single console configuration. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was unknown if it was a dual console procedure. The ssc1 was abandoned after start of procedure due to non-recoverable fault and the procedure completed with ssc2. The procedure was completed robotically.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the master tool manipulator (mtm) and cfg remote arm controller (rac) to correct the reported issue. The system was tested and verified as ready for use. The complaint was confirmed by field evaluation, which indicates that the device may have contributed to the customer reported issue. Isi requested the return of the device for further evaluation. However, isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Manufacturer narrative:
The master tool manipulators (mtm) was returned for failure analysis, and the reported failure was reproduced during sine cycle. The remote arm controller (rac) was returned for failure analysis and found to have no issues. Installed rac into printed circuit assembly (pca) system tested. The system started up without any error. Run 10 minutes sine cycle, 20 power cycles and sitting idle for hour without any errors. There is nothing wrong with this rac and can be returned to stock upon passing final system test. The visual inspection shows the rac in good condition.

Event description:
Refer to h10/h11 for follow-up information.